Event description:
Consumer called to report their meter is not working correctly. Sugar levels and results were low. Took glucose tablets and ate, meter read high, but was still feeling low. Called 911 for verification, and testing with ems meter was 78. Believes their meter is inaccurate.